Event description:
According to the literature, a retrospective study analyzed the clinical data of 18 patients with chronic radiation proctopathy (crp) and bleeding who underwent endoscopic barrx rfa for hemostasis at a single center from (B)(6) 2022 to (B)(6) 2025. Adverse events reported included mild to moderate anal pain and three patients with significant rectal bleeding two months after rfa. Two of these patients required blood transfusions to treat anemia. The recurrent bleeding was believed to be caused by delayed mucosal re-epithelialization after rfa treatment and would cease spontaneously once complete mucosal re-epithelialization occurred.

Manufacturer narrative:
Radiofrequency ablation in the treatment of chronic radiation enteritis. Ming chen, xinguang huang, dongyang wang, huizhuan zhai, mingjuan sun, hao zhang, haipeng wang and zengjun li. Journal of gastrointestinal cancer (2026) 57:98. Published online: 22 april 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.